Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, as reported the coronary artery was obstructed by calcification in the lcc. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories

Event description:
It was reported by our japan affiliate that during a transfemoral tavr procedure, coronary occlusion was observed post implantation of a sapien xt valve. Prior to the tavr procedure a stent had been placed in the lmt and extended strut length out of the lmt. Two wires were inserted in to the coronary and an angioplasty balloon was placed in the left circumflex artery. A 23mm sapien xt valve was implanted with 2ml less than nominal volume. Mild paravalvular leak (pvl) was observed, post dilation was performed with additional 1ml volume. By aortography (aog), the lca seemed to be obstructed by calcification in the left coronary cusp (lcc). Coronary angiography (cag) showed poor coronary blood flow. The lmt was dilated with the 3.5mm balloon. Intravascular ultrasound (ivus) showed that the stent previously placed in the lmt was not crushed by the sapien xt valve. After good blood flow was confirmed, the procedure was completed. The left coronary artery (lca) height was 12mm, the sinus of valsalva (sov) diameter in the left coronary cusp (lcc) side was 29mm and there was bulky calcification in the tip (free edge) of the lcc. A stent had been placed in the lmt and it had been one strut length coming out of the lmt. The physician stated that the coronary artery was obstructed by calcification in the lcc.